Event description:
It was reported that 4 bd luer-lok¿ tip syringe experienced scale marking missing. The following information was provided by the initial reporter: didn't have scale marks.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: it was reported the unit did not have the scale marking. To aid in the investigation, forty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. Twenty-nine samples have a scale marking issue and the remaining eleven samples have no defects or imperfections. A device history record review was completed for provided material number 309653, lot 2278729. The review revealed there was documentation for this type of defect during the production run of this batch. A quality notification was issued for the scale marking. It could be possible the customer received escapes from the incident reported while producing this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.